Event description:
It was reported that the acetabular liner has disassociated from the shell in the patient's right hip. The surgeon has not yet performed a revision surgery, but one is planned for the near future.